Manufacturer narrative:
Concomitant medical product: model: d314drg, ICD; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead was oversensing. A lead fracture was suspected. During the lead revision procedure, the lead was connected to a pacing system analyzer (psa) and the lead exhibited no capture at max output. While trying to extract the lead the helix would not retract. The lead was fully extracted utilizing laser removal techniques and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead was extrinsically o ver-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.